Event description:
A customer reported getting error message 4041 sorter y axis home detection failure on the aia-2000 instrument. The customer performed an all set home and rebooted instrument, but error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. Fse instructed the customer to open and close each drawer, enter the maintenance program and remove everything. After homing the instrument the y axis error was resolved. The customer exited the maintenance program and successfully performed a quality control run without error. No further action required by field service. The aia-2000 instrument is functioning as expected. (B)(4). The aia-2000 operator's manual under appendix 4: error messages states the following: [4041] sorter y-axis home detection failure cause : the home sensor failed to activate after the sorter y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event could not be established.